Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the e-200 generator to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci assisted surgical procedure, the customer was getting an e200 error when trying to use the synchroseal. Caller said it keeps rebooting itself. Technical support engineer (tse) asked caller to find the backup e200 generator but caller said he's going to talk to his supervisor to located it. The procedure was being completed as planned with no reported injury.